Manufacturer narrative:
The exposed portion of the soft cannula was found bent, but it cannot be determined when or what caused the damage. In addition, a tear was found in the exposed portion of the soft cannula. Fluid was unable to pass through the entire fluid path and exit the distal tip of the soft cannula as it diverted through the tear. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached around 425 mg/dl while wearing the pod for longer than 48 hours. Patient's mother reported that patient wasn't feeling well and tested positive for ketones. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and corrections were delivered.